Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. A piece of the right plunger case was found broken off. There was nothing in the alarm history pertaining to customer stated problem. Inspection was performed and the issue was confirmed. The issue is traced to the customer. The analyst replaced the right plunger case.

Event description:
Information was received indicating that the medfusion 3500 pump syringe plunger was damaged. There was no patient involved.